Event description:
A lawyer reported that a pt on two occasions experienced that their novofine 30g needles broke while injecting insulin. On the first occasion, on event date, the patient went to the local accident and emergency centre, where the needle was verified by x-ray and removed surgically. On the second occasion, in 2001, pt went to their general practitioner, but exploration and x-rays failed to find the needle. The patient used the needles in question more than once and pt used them with a humapen device. The first event is confirmed by a health care professional.